Event description:
A large suturecut robotic instrument malfunctioned during a gynecological procedure. The robotic instrument was only used four out of ten times when examined by the surgical technician and they noted that the tips had wires sticking out of them. This device was taken from the field and replaced with a functioning unit; there was no harm to the patient.